Event description:
It was reported that the patient had a broken pin on their mobile power unit (mpu). The affected mpu will ultimately be returned for evaluation and repair and the patient will receive a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a broken pin in the patient cable of the mobile power unit (mpu) was able to be confirmed via a provided photograph. The mpu (serial number: (B)(6) ) was not returned for analysis; however, a picture was provided of a broken pin in the patient cable. Multiple good faith effort attempts were made requesting if product will be returning; however, no response was received. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 01aug2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10244. Additional information revealed that a broken controller pin was stuck in the patient cable.